Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that gas exchange was unable to be done. Balanced salt solution (bss) entered the gas line and gas did not come out during gas exchange. The ophthalmic surgeon took off the tip of infusion and removed bss solution in the gas line and attempted again, however gas did not come out. The surgery was performed and completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
The lot complaint history was reviewed, this is the third complaint for the finish goods lot; however, the first for this issue. The device history record shows the product was released per specifications. The auto infusion valve (aiv) manifold was tested. An external pressure source was used to perform a cracking pressure test. The pressure was incrementally increased until the valve actuated. The sample was non-conforming due to the higher than expected cracking pressure. The root cause of the customer¿s complaint is the failure of the aiv to properly actuate combined with a high cracking pressure (pressure required to open the aiv to allow air passage). The failure of the aiv to properly actuate will result in the customer's experience. Action will not be taken for this occurrence. After a thorough investigation of this complaint and analysis of complaints of this nature confirm no unfavorable trend for this event. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. (B)(4).